Event description:
A report was received from the affiliate indicating that during a coronary intervention the cypher stent became dislodged during deployment. Additional information has been requested and has not been forthcoming.

Manufacturer narrative:
Please note : device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.